Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-04011] the right l1 lead was pulled out of place. As a result, the right l1 lead was also explanted and replaced during the procedure.